Event description:
During a routine hemodialysis treatment, the operator experienced temperature alarms. The operator discontinued the treatment without performing rinseback, resulting in a 210cc blood loss. No medical intervetnion was required.